Event description:
Pt received temporary drain implant in surgical site. While attempting removal of drain a "pop" was heard and the drain sheared leaving a portion inside the pt. The pt was returned to surgery for removal of the segment.